Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawers 3.2 and 3.1 had multiple issues reported with read or write cubie errors. The field service engineer (fse) found that the retractor band on 3.1 appeared worn and replaced it. The fse then reseated the row board cable on both drawers. When reseating the row board cable connection to the drawer controller on 3.2, the way it snapped into place did not feel correct, so the fse replaced the row board cable on 3.2. The fse tested both the drawers 3.1 and 3.2 using the final test in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main 3.2 experienced multiple read, write, and invalid cubie memory failures. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.